Event description:
It was reported that at implant the lead was difficult to place due to the patient's tricuspid regurgitation and the lead had poor r-waves. It was further reported that one day post implant the lead failed to capture. A chest x-ray was performed and confirmed that the lead position was stable. The physician felt it may have been a micro dislodgement. The outputs on the lead were increased in order to prevent further loss of capture. The lead was functioning normally and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.